Manufacturer narrative:
A steris service technician inspected the washer and found that the hose clamp on the drain hose was loose subsequently causing the reported event to occur. The technician reattached the hose clamp, ran a test cycle and confirmed the washer to be operating properly. No additional issues have been reported. The washer is not under steris service contract and is serviced and maintained by the user facility. The operator manual states (pp.6-2), "check piping system for leaks. Repair if necessary. (6x/year)."

Event description:
The user facility reported that water was leaking from their reliance 777 washer. No report of injury.